Event description:
It was reported that the right ventricular (rv) lead was attempted to be implanted but not used. The physician had difficulty passing a stylet through the lead. The lead was inspected and the physician noticed that the proximal end of the superior vena cava (svc) coil appears to have separated or unwound from the main lead body. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the lead was returned and analysis was performed with no anomalies found. Visual summary analysis of the lead indicated damage at implant. The exposed svc (superior vena cava) defibrillation coil became extrinsically distorted due to pulling /stretching/overstress. The distal lv (low voltage) electrode of the lead was covered in blood.